Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux unable to issue medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication since drawer had been closed. The technical support specialist remoted into the system and opened drawer 02 for medication. The user was then able to take the medication once the drawer was opened. The system functioned as intended after the technical support specialist troubleshot the device.